Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky and foggy screen. The customer's blood glucose level was unknown. The customer also reported that the had to rewind twice and slower and louder to rewind and battery cap was cracked. The device will not be returned for analysis.